Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported right side rupture and "a wrinkled appearance of the envelope." The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings in the device. Wrinkling: no observed wrinkling or crease in the device. Additional observations: deformation observed in the device wear abrasion observed in the device. No further actions are required as the device was implanted.

Event description:
The device has been explanted.